Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Consumer sent e-mail reporting that for the third time within 3 months the brush head had broken during brushing. No injury was reported.